Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) has remotely analyzed and confirmed the issues related to the geometrical movement where the lateral movement was not working. The quotation was sent by philips to the customer, but the customer resolved the issue by their own. Therefore, the quotation has been rejected and no further action was performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's lateral movement was not working. No harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.